Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending (lad) artery with heavy tortuosity and heavy calcification that was 80% stenosed. A 3.0 x 18 mm xience xpedition drug eluting stent was successfully deployed in the lesion between 16 to 17 atmospheres; however, post stenting showed unexpected edge dissection which was covered using an another 3.0 x 18 mm xience xpedition stent. No additional information was provided.